Event description:
The manufacturer received information alleging "ventilator service required" alarm occurred on a trilogy 100. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code in relation to vbulk_fet_open was recorded in the device event log. In conclusion, the device's power management board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter, exhaust fan assembly, 43 micron filter unrelated to the reportable malfunction/issue. Since scratches were confirmed, the front enclosure overlay was replaced. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was confirmed (ver.14.2.05).